Event description:
Potential for injury associated with the pendant wires for a 5310ivc semi-elecrtic bed being damaged. This compromises the operation of the bed and may contribute to injury should the wires be exposed.